Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility representative reported an ipump with a condition of "occluding at 7, pretty low." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.